Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy, the clip would not deploy. When removing the applicator, the tip had sheared off. The sheared piece was retrieved. The probe was reinserted and another clip deployed successfully. There was no pt consequence. The device will be returned.